Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 1.5 months post implant, the right ventricular (rv) lead thresholds had increased and the patient had dia phragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.